Event description:
It was reported that during an endoscopic thyroidectomy procedure, when using the device, it couldn't be controlled by hand activation button. Tested with other new instruments, in all cases, only foot switch worked. There was no fatal effect for the pt, but the surgeon had to use foot switch only to operate harmonic. Surgery was prolonged five minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info asked for but unk or not provided during initial contact. Evaluation summary: the analysis was performed and was found that the hand piece no longer meets the specifications for impedance. Causes that may contribute to this are end of instrument life, dropping of instrument, damage to instrument stud or mount, or improper sterilization. This handpiece had 189 uses recorded on the eprom chip. However, the hand piece was tested with a generator and was functional. The instrument was disassembled and a torn acoustic isolator was found. The acoustic isolator is an elastomeric component placed between the transducer and the hand piece housing for the purpose of isolating the vibration of the transducer to the outer housing. The isolator is under a compressive force that holds the hand piece distal and mid sections together. The acoustic isolator does not act as a seal for the housing; however, it does apply a compressive force to the distal seal. The stresses of compression, vibration and sterilization temperatures can result in small perforations (tears) in the isolator. These small perforations are not detrimental to the sealing or function of the hand piece.